Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose levels. The customer's blood glucose levels were 300 mg/dl, over 400 mg/dl, 400-521 mg/dl, 421 mg/dl and over 600 mg/dl. The customer treated the high blood glucose with the insulin pump. The customer did not mention any symptoms. The customer was wearing the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.